Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from may 13, 2019 - may 14, 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device has been filled with fluorouracil 4800mg in 115ml sodium chloride (nacl) 0.9%. It was further reported that when the nurses came to take the pump down after 47/48 hours, there was a significant amount of fluorouracil left in the pump. This issue was identified after use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.